Event description:
It was reported that the patient's left atrial appendage was perforated in error. The catheter reported was a 4mm navistar ablation catheter. It was stated that the catheter did not malfunction and that training was probably the cause of the event.